Event description:
Pt reported possible contaminated syringe. Pt opened up a syringe that was individually wrapped and when the pt pulled up the plunger the pt noticed droplets of liquid in the barrel of the syringe.